Manufacturer narrative:
Evaluation results: evaluation showed the reported event could not be confirmed.no gelatinous white substance was found on cannula body during pre-deco inspection. Cannula is sprayed with ipa on the outside surface and examined later in pe lab. A device history record review was performed for lot 775000 and this device passed all inspections with no nonconformances. Current investigation does not indicate a manufacturing defect or a trend therefore no corrective action will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that when the arterial cannula was opened, dr. (B)(6) noted a gelatinous white substance on the inner lumen of the cannula & had to open another. Device was not used on a patient.